Manufacturer narrative:
Device evaluated by manufacturer: the returned complaint device consisted of a rotablator plus device. The burr catheter was attached to the advancer when received and the knob was in the locked proximal location. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed multiple wear marks along the sheath. The wear marks go through the sheath in some areas causing small holes. Microscopic examination revealed that the coil is stretched. Functional testing was performed by rotating the drive shaft and it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damages on the device that could have contributed to the reported event.

Event description:
It was reported that flush cocktail leaked. A 2.00mm rotalink plus was selected for use. During preparation, it was noted that the flush cocktail leaked halfway up the catheter and there was a hole. The flush cocktail would not go through the catheter. It was never used inside patient. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Event description:
It was reported that flush cocktail leaked. A 2.00mm rotalink plus was selected for use. During preparation, it was noted that the flush cocktail leaked halfway up the catheter and there was a hole. The flush cocktail would not go through the catheter. It was never used inside patient. The procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.